Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was a lot of blood on the site. Customer was having trouble filling the reservoir. Customer's blood glucose was unknown. During troubleshooting, customer had tried priming with different reservoirs. Customer stored insulin vials in the fridge. There were many air bubbles in the reservoir. Customer was advised to not store insulin vials in the fridge. Customer declined reservoir replacements. Customer will not be returning the device for analysis.